Manufacturer narrative:
Date of event the exact date of the event was not reported.

Event description:
It was reported that the tip of the fiber was broken. The fiber was replaced and the replacement fiber was able to be used without incident. There were no clinical consequences to the patient.